Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the nurse was getting a temperature probe alert or error on an arctic sun device while trying to initiate therapy. Nurse had a temperature on the bedside monitor but it would not register on the arctic sun device. Nurse sent the device to biomed prior to call. Nurse wanted to know if that was what needed to do. Mis advised that could have tried to disconnect, reconnect patient probe and temperature in cable to see if it would work. Nurse tried twice before sending to biomed. Mis confirmed the device likely needed a new temperature in cable and sending it to biomed was a good call. Per customer via phone on 30nov2022, it was reported that there was no injury to the patient and the therapy was finished. Nurse tried turning the device on and off 4 times to no avail. Changed machines at that time. The second device needing troubleshooting. With assistance from mis, the issue was fixed. The first device was sent to biomed for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was getting a temperature probe alert or error on an arctic sun device while trying to initiate therapy. Nurse had a temperature on the bedside monitor but it would not register on the arctic sun device. Nurse sent the device to biomed prior to call. Nurse wanted to know if that was what needed to do. Mis advised that could have tried to disconnect, reconnect patient probe and temperature in cable to see if it would work. Nurse tried twice before sending to biomed. Mis confirmed the device likely needed a new temperature in cable and sending it to biomed was a good call.